Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have an unknown issue with cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the drive line (cable) was not broken. No material was missing or detached form the portion of the device that enters patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.